Event description:
Hamilton medical ag received the following incident description: invalid serial number: panel connection lost. Serial number is 0'd out and unable to update/change date/time from 1970-1-1.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: invalid serial number -> panel connection lost. Serial number is 0'd out and unable to update/change date/time from 1970-1-1.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Additional information added in follow-up #2 cer (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue was discovered during start up with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be defective vu and ip esm board. After replacing the vu and the ip esm board, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defects on the vu and ip esm board could result in inadequate ventilation support.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: invalid serial number -> panel connection lost. Serial number is 0'd out and unable to update/change date/time from (B)(6).